Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including antiphospholipid syndrome, pulmonary embolism, capsular contracture baker grade unknown on the right side, asymmetric lymph node, small irregularities/masses, brca 1 variant, a palpable cord/fold in right breast, joint pain, costochondritis, back pain, spinal degeneration, rippling, coroted aneurism behind right eye, brain bleed in right frontal lobe, fatigue, brain fog, coordination issues, nodules in lungs, ground glass opacities, arrythmia, hair loss, inflammation in stomach, insomnia, weight loss, swollen lymph nodes, muscle pain, complex cyst in right breast, fibromyalgia, and skin changes. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.